Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Customer complaint of low blood glucose results. Customer states is used to results of 120-140 mg/dl in the morning and he is receiving morning results anywhere from 70-90 mg/dl. Customer refused to perform blood test or review meter memory. No adverse event reported.